Event description:
Ous MDR - it was reported that approximately 1 month after the implantation the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed approx. 15.5 cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.